Event description:
Customer reportedly had symptoms of low blood glucose, but received a result of 295mg/dl on the device. Caller reports that customer was given juice as he was unable to do so himself. The caller then stated that 10 minutes after the result of 295mg/dl, the customer tested 126mg/dl on the same device. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.